Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that 2 tampons in the box were put in the applicator upside down. No injury was reported.